Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. While preparing for the procedure, it was found that all the 12 packages in the box contained a different product code. There were no adverse consequences to the patient.